Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a first overdischarge was confirmed. A physician mode recharge (pmr) was successfully performed and reset the device. A power on reset (por) occurred with the call your doctor error code. The por was successfully cleared. There was no diagnostic testing or troubleshooting performed. The cause of the issue was determined to be the patient let their stimulator go into an overdischarged state. The issue was resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury, was receiving stimulation, and getting pain relief.

Event description:
It was reported that the patient had received a replacement implantable neurostimulator recharger (insr), but was still unable to charge the implantable neurostimulator (ins). It was also stated that starting ¿about 2 days ago,¿ the ins began moving around in the patient¿s body and was causing pain. The last time stimulation had been felt was ¿about 3 days ago¿ and the last full ins recharge was ¿about a week ago.¿ troubleshooting was done and an ins overdischarge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).